Manufacturer narrative:
Concomitant medical product: 4058m45 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness due to loss of pacing as a result of the intermittent oversensing. There was also low impedance on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.